Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed no physical damaged. Customer's reported issue was duplicated during start-up. The root cause of the reported issues was determined to have been normal wear and calibration drift. Actions taken to mitigate the reported issue: force sensor was recalibrated and the problem was cleared up. Replaced force sensor as a preventative measure.

Event description:
It was reported that device will not recognize syringe. No patient injury reported.